Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damaged. Customers stated that the entrance of the reservoir chamber is breaking on the insulin pump. Customer's blood glucose was 198 mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.